Event description:
During a review of the pump's event history by baxter personnel, an infuso.r. Pump was found to have a damaged printed circuit board (pcb) microprocessor unit (mpu). This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be a damaged printed circuit board (pcb) microprocessor unit (mpu). To correct the condition, the pcb mpu was replaced. If any additional information is received, a follow-up will be sent.